Event description:
During routine use of commode in patient bathroom, resident sat on commode and it separated from the wall. Resident and commode both descended to the floor. Commode broke into multiple pieces. Staff intervention was required to assist resident away from damaged fixture without further injury. No weight restrictions were available for fixture. Facility resident go for x-rays, he refused.